Event description:
Additional information: on (B)(6) 2019, it was additionally reported that log file analysis confirmed a low speed at 7870 rpm while connected to the patient cable on (B)(6) 2019. No other unusual events were seen in the log file. The patient was reported to have been on a grounded cable at home at the time of the event. The patient was admitted to the hospital on (B)(6) 2019 after the pump off alarms were found. No further information was reported.

Event description:
Additional information: on (B)(6) 2019, it was reported that the patient was transplanted on (B)(6) 2019 at status 2 following failed perc lead repair.

Manufacturer narrative:
Section b5, d7: additional information. Section h3, d10: corrected information.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed a driveline issue that could have contributed to the reported pump stop, which was observed in the submitted log files. The submitted system controller log files captured one transient pump stop and low speed hazard event on (B)(6) 2019 at 11:39:28 pm while the system controller was connected to a mobile power unit (mpu). Elevated power values up to 10.3 w were observed during this event, and a low flow hazard alarm was observed, associated with the low speed hazard event. Based on previous complaint history, this finding could be indicative of a potential driveline issue. The patient was transplanted on (B)(6) 2019 and (B)(6) was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. The remainder of the driveline was returned in segments measuring approximately 5¿ and 31.5¿. Minor metal braided shield breakdown was observed along the length of the driveline, consistent with the duration of use. Upon removal of the metal braided shield, visual inspection of the underlying wires revealed a breach in the insulation of the orange wire approximately 1¿ from the pump housing, exposing the inner conductors. Further, hipot testing of the remainder of the driveline revealed a breach in the brown wire approximately 3.5¿ from the pump housing. This damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of either the brown wire or the orange wire made contact with the metal braided shield while connected to a tethered power source such as the mpu, the resulting electrical short to ground could have resulted in the pump stop observed in the submitted log files. In addition, if the exposed inner conductors of the brown and orange wires made simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have resulted in pump stops and low speed events while connected to any power source. Additional findings: native heart tissue appeared to have extended into the interior of the inlet tube predominantly on one side. The outflow graft material revealed a slight longitudinal crease, which appeared to have been present for an undetermined period of time during support. The distal end bend relief was partially fractured adjacent to the metal connector; however, the underlying bionate revealed no evidence of damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient may have been experiencing short to shield and log files were submitted for analysis. Log file analysis showed two pump stops and one low speed hazard. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. The account was informed that in order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power until further investigation is completed. X-rays were submitted and reportedly did not show any areas of concern. Additional information was requested but not provided.